Event description:
According to the reporter, during an open procedure, while attempting to staple and cut the appendix, the device fired 20 percent and stopped. It was also reported that the device would not release. The surgeon had to cut out of the patient tissue in order to remove. Another stapler was used to complete the case. The surgeon was able to pull the knife handle back and remove the stapler.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was received partially applied and the cartridge was damaged. It was reported that the device initially fires, but failed to complete the firing cycle, and the jaws remained closed on tissue after firing. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This damage can be cause by application on over indicated tissue. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the instrument should not be used on tissue such as liver or spleen where compressibility is such that closure of the instrument would be destructive. Ensure to select a single use loading unit (sulu) with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Failure to advance the handle completely may result in incomplete staple formation, which may compromise the integrity of the staple line. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the device fired 20 percent and stopped. It was also reported that the device would not release. The surgeon had to cut out of the patient tissue in order to remove.